Manufacturer narrative:
A review of the device history record (DHR) found the device was manufactured to specification with no anomalies. No sample was returned for evaluation and medical records are not available. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and any problem with the bard davol ventrio st used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent a hernia repair a bard/davol ventrio st hernia patch was implanted during this repair. On (B)(6) 2016 - the patient underwent open surgery to remove the bard/davol ventrio st patch because it had failed, caused a severe inflammatory response, and was causing severe pain. The device was noted as being "hard and contracted" and caused adhesions, failure of the repair, severe pain and eventration of the mesh. As alleged by the patient's attorney "the ventrio st mesh is defective", the ventrio st "failed to reasonably perform as intended", and "the product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat." As reported, the patient "continues to experience complications related to the st bard mesh, and will likely require additional surgeries to repair the damage from the ventrio st bard mesh if her complications continue." The patient has been injured. "She has sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent a hernia repair a bard/davol ventrio st hernia patch was implanted during this repair. (B)(6) 2016 - the patient underwent open surgery to remove the bard/davol ventrio st patch because it had failed, caused a severe inflammatory response, and was causing severe pain. The device was noted as being "hard and contracted" and caused adhesions, failure of the repair, severe pain and enventration of the mesh. As alleged by the patient's attorney "the ventrio st mesh is defective", the ventrio st "failed to reasonably perform as intended", and "the product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat." As reported, the patient "continues to experience complications related to the st bard mesh and will likely require additional surgeries to repair the damage from the ventrio st bard mesh if her complications continue." The patient has been injured. "She has sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of ventrio st mesh (device #1). Per operative notes, "the fascial defect was identified, a large hernia sac was excised. A ventrio st mesh (device #1) was placed and sutured." (B)(6) 2016 - patient was diagnosed with chronic pain thereby underwent open hernia repair with the removal of mesh (device #1) and implant of bard soft mesh (device #2). Per operative notes, "the ventrio st mesh (device #1) was hard and contracted down to the anterior fascia. The mesh (device #1) was resected and removed. Component separation was done on both sides. A bard soft mesh (device #2) was placed on the retro rectus space and a drain was placed on the mesh and sutured." Attorney alleges that the patient had mesh shrinkage, nerve damage, pain, suffering, seroma, eventration, chronic pain syndrome, depression, anxiety with severe impact on life including attempted suicide and hardening.

Manufacturer narrative:
A review of the device history record (DHR) found the device was manufactured to specification with no anomalies. No sample was returned for evaluation and medical records are not available. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and any problem with the bard davol ventrio st used to treat the patient. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct expiry date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of ventrio st, patient was diagnosed with seroma, material deformation, device appear to trigger reaction and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: d4 (expiry date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.